Manufacturer narrative:
The product associated with this reported event was not returned for examination. The product lot code required in reviewing the device history records was not supplied. The investigation could not verify or draw any conclusions about the reported event based on the lack of the product to examine. The customer intentionally disassembling the snap ring from the screw for surgical preference or cleaning is the suspected root cause. The investigation did not establish the need for corrective action based on no immediate patient risk, the low frequency of reported events, and suspected customer misuse as the root cause. No evidence was found of product or design error as a contributing factor. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Locking ring on liner trial came loose and fell in pt. This was not discovered until post-op xrays. The ring is not in the joint space and will most likely not require surgery at this time.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.